Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2020 and mesh was implanted. It was reported that the patient experienced recurrent infections, urinary problems, groin pain, pelvic pain, abdominal pain, dyspareunia, erosion, recurrence of incontinence, vaginal scarring, dysuria, incomplete emptying, urinary urgency, and fecal incontinence. It was reported that the patients underwent surgery to remove the mesh on (B)(6) 2021, which included a ureterolysis with anterior colporrhaphy, a paravaginal defect repair vaginal approach, and bilateral removal of mesh from obturator and adductor muscles. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/10/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.